Event description:
During knocking out a t2 alpha nail, the combined instruments were torn off at the middle thread. Replacement was available. Surgical delay of 5min. Not longer. Rep confirmed that only the strike plate was broken.

Manufacturer narrative:
The reported event could not be confirmed, since the device was returned and is perfectly functional. The visual inspection of the device revealed the following: the device inspection doesn't show that the threaded area is broken or deformed. The returned device is in a good state and doesn't present any signs of wear, deformation or breakage. No obvious signs of having hit the device on the delta surface can be seen. A functional inspection was performed with the targeting arm, and it confirmed that the delta strike plate is perfectly functional. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If any further information is provided, the complaint report will be updated.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
During knocking out a t2 alpha nail, the combined instruments were torn off at the middle thread. Replacement was available. Surgical delay of 5min. Not longer. Rep confirmed that only the strike plate was broken.